Event description:
The implanted femoral nail, and two of the three screws were found to be fractured. In addition to the femoral nail being removed, three screws were removed: 2 ea. 2236-65-50 lot# 70315800/56583900. 1 ea. 2236-65-65 lot#57074000.